Event description:
It was reported that a patient underwent a cervical spine procedure on (B)(6) 2023 and absorbable hemostat was used. The patient underwent surgery for cervical spondylosis. During the surgery, the doctor used absorbable hemostatic fluid gelatin to stop bleeding from the venous plexus within the spinal canal and wound surface. Simultaneously using absorbable hemostat to stop bleeding and reduce intraoperative bleeding and postoperative drainage in patients. The patient developed cerebrospinal fluid leakage and delayed low-grade infection after surgery, and received surgery and anti-infection treatment on the 80th day after surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? Cervical spine surgery was performed for cervical spondylosis 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 59 years old of female 3. Was there any intraoperative concurrent use of other products? Pivot mold internal fixation, ultrasonic osteotome, biological polysaccharide rinse glue 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? On (B)(6) 2023, the patient underwent cervical surgery due to cervical spondylosis. During the surgery, hemostat was used for hemostasis to reduce intraoperative bleeding and postoperative drainage. After the surgery, cerebrospinal fluid leakage and delayed low-grade infection occurred. The patient underwent debridement surgery on (B)(6) 2024. Healed and discharged. 5. What were current symptoms following the index surgical procedure? Onset date? After the surgery, cerebrospinal fluid leakage and delayed low-grade infection occurred. 6. Has any surgical or medical intervention been performed? On (B)(6) 2023, the patient underwent cervical surgery due to cervical spondylosis. The absorbable hemostatic fluid gelatin was used for bleeding and hemostasis of intraspinal venous plexus and wound surface. On (B)(6) 2024, the patient had delayed low-grade infection, and received debridement and anti-infection treatment. On (B)(6) 2023, the patient underwent cervical surgery due to cervical spondylosis. During the surgery, hemostat was used for hemostasis to reduce intraoperative bleeding and postoperative drainage. After the surgery, cerebrospinal fluid leakage and delayed low-grade infection occurred. The patient underwent debridement surgery on (B)(6) 2024. Healed and discharged. 7. What is physician¿s opinion as to the cause of or contributing factors to the delayed infection / cerebrospinal fluid leakage? The patient was older, had a fair nutritional status, and developed delayed low-grade infection after surgery. 8. Was there an alleged deficiency of the surgicel that contributed to the patient¿s delayed infection / cerebrospinal fluid leakage? No. 9. What is the patient¿s current status? Healed and discharged. The following information was requested, but unavailable: 1. Where was the surgicel used (on what tissue)? 2. How much surgicel was used during the procedure? 3. How much surgiflo was used in the patient? 4. Was surgiflo removed or left in the patient after hemostasis was achieved? 5. Was the surgicel product left in place? Was the excess removed? 6. Were cultures performed? If yes, results? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.